Manufacturer narrative:
Customer was milking the finger. Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 3.0 inr, reference = 7.1 inr, mean = 5.05. The calculated mean is >2.0 and the difference is greater than 2.2 and only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot 308060 on (B)(4) 2013. Results as follows: donor: a, inratio: 1.9, 2.1, 2.0, reference: 1.84, bias threshold: 1.34 - 2.34, %cv: 5.00. Donor: b, inratio: 1.6, 1.7, 1.7, reference: 1.66, bias threshold: 1.16 - 2.16, % cv: 3.46. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2013, inratio2: 3.0, reference meter: 7.1. Patient self tester's therapeutic range is 2.0-3.0. Time between tests: less than 30 minutes. Patient received vitamin k at (B)(6) clinic following inr results from both meters.